Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported error of error code 243 was not reproduced, not confirmed; however, inspection found foreign debris protruding from the device air/water nozzle. Clogged outlet pipe noted, the water flow and water removal noted to be out of specifications due to clogged/blockage. Service repair identified the foreign debris to be a white fibrous material. Evaluation noted, the foreign debris did not originate from the olympus scope. Service repair noted a major repair is required to return the instrument to the original equipment manufacturer (OEM) specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "error code e243 (focus function error). The error code 243 displayed when connected. The issue found at preparation for use. The device was replaced. The intended procedure was completed using a similar device. No delay in the procedure. No harm was reported. No patient injury; no user injury reported. Device evaluation found foreign debris protruding from the air/water nozzle. This report is being submitted for foreign debris protruding from the air/water nozzle during device evaluation (insufficient cleaning, handling issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.